Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 87mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
No button error alarm. The insulin pump had no button response due to corroded keypad traces. No display anomaly was noted. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube and a cracked reservoir tube lip.